Event description:
It was reported that pump generated cartridge alarm 20 and customer had experienced cartridge alarms with consecutive cartridges. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with an alternate insulin method available if needed, and technical support arranged shipment of replacement pump with updated software.